Event description:
It was reported that a manufacturer rep was checking the physician's programming system and it was noted that the on/off light on the handheld computer is flashing green. The physician stated that the week prior, he was unable to get the handheld to turn on. Troubleshooting was performed, but the problem persisted. Product was returned to the manufacturer for analysis. During the analysis it was identified that the main battery was swollen. The swollen battery bent the battery cover causing the battery latch switch to intermittently register that the latch was unlocked, causing the handheld to shut down. No further anomalies were identified during the analysis using a modified battery cover.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.